Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was burst and a new catheter was replaced. Per additional information via email from ibc on (B)(6) 2022, there were no missing pieces of balloon found inside the patient.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the attached photo, it was observed irregular burst balloon. The condition of missing pieces could not be determined since there are only photo provided. A potential root cause for this failure could be ¿short latex dwell time" or "latex dip speed out too slow" or might be contributed by user related-mishandling during product used. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was burst and a new catheter was replaced. Per additional information via email from ibc on 13-may-2022, there were no missing pieces of balloon found inside the patient.